Manufacturer narrative:
Philips investigated the complaint. According to additional information collected, the system was in clinical use when the issue occurred. The procedure was completed as planned by restarting the system. The philips field service engineer (fse) visited the site and confirmed that motorized movement was unavailable. A review of the system log file showed that motorized movement was unavailable because the e-stop had been pressed. During troubleshooting, the fse attempted to restart the machine, but it hung. To resolve the issue, the fse performed multiple restarts; after the third attempt, the system successfully booted up. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the allura device recommend using a system to restart if there is a system failure. The allura IFU provides instructions regarding a cold restart as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of geometry movement occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of geometry movement that can be resolved by utilizing the design mitigations provided by the device is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system was unable to perform geometry movements. The user had to perform multiple restarts to resolve the issue. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.